Event description:
Report provided by the end user states that while they were blowing the excess powder off the skin around the fistula, some of the powder dusted into their eye. The event occurred while the end user was in the hospital for other complications related to the fistula. The end user had the nurse assist with flushing the eye immediately after the incident. The end user reports that the hospital md did not examine the eye, but instructed them to follow up with eye doctor post discharge. When the end user awoke the next day there was crusting over the eye and sclera was red with blurred vision. Upon being discharged from the hospital, the end user was to make a follow up appointment with an eye doctor. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The supplier has recorded this adverse event on their records but cannot conduct an investigation without a lot number or sample. Supplier recommended that convatec as the license holder would be better suited to forward on information on ingredients.